Event description:
It was reported that the pulse generator exhibted backup mode. It was not possible to program normal parameters, so the device was explanted.

Manufacturer narrative:
The pulse generator was received in backup vvi mode, with incorrect backup vvi characteristics. The product code was successfully downloaded, and normal device function was observed. The pulse generator then exhibited normal characteristics throughout all tests. The backup vvi mode did not recur. When the device was forced into backup, normal characteristics were measureed. The cause of the backup mode and incorrect characteristics could not be determined.